Event description:
A customer contacted baxter (B)(6) technical service center, regarding a high drain alarm (indicating the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), that appeared on the homechoice (hc) unit display. The hp stated that the event occurred after use. The home patient (hp) received a high drain 105 the night before. The technical service representative (tsr) reviewed the program tidal; the total volume (tv) equaled 12500 ml, the fill volume (fv) equaled 2300 ml, the total volume equaled 80%, the total ultra filtration (tuf) equaled 20, the last fill volume (lfv) equaled 1500 ml, the dextrose was set to different, the full drain equaled 5, and the weight was 72 kg. The hp stated that they would review with the registered nurse (rn) setting the tuf higher and or full drains during therapy. The hp reported no symptoms and disconnected. There was patient involvement, but there was no patient injury or medical intervention associated with this event. During follow up with the home patient (hp) they confirmed the events and stated they reviewed the settings with the registered nurse (rn) and the rn changed the total ultra filtration (tuf) from 20 ml to 100 ml. The hp stated they were able to continue with therapy.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). This complaint for an iipv-adult was confirmed over the phone and the root cause was determined to be insufficient drain and the tidal ultrafiltration removal was set too low. The device was not returned to baxter for evaluation. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.